Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned positioning sensor unit (psu). The returned psu had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2020, and intermittent illuminator current low dating back to (B)(6) 2024. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .669mm with a passing threshold of .250mm. H6: b01, c02 and d02 apply to the positioning sensor unit (psu) concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that a message appeared reading "localizer not connected" and the amber light on the camera was on. This occurred during a case so the rep swapped out the system to continue with the case. Technical services (ts) later walked the rep through the ndi toolbox and determined the camera cmos battery was malfunctioning, resulting in an erroneous bump detection. Additional information was received. It was reported that there was a delay of less than 10 minutes and no impact on patient outcome. The issue was discovered during a laminectomy.

Manufacturer narrative:
H2) additional information added to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.